Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on a second impella cp pump and cardiopulmonary resuscitation (CPR) was on going. The impella cp at p8 had a constant suction alarm. P level was weaned until suction resolved. Only able to flow 2.0 liters per minute with the impella cp due to suction at higher p level. Team blousing fluids and verifying the position. No return of spontaneous circulation with holding CPR. Systemic pressures were not adequate despite impella cp support and advanced cardiac life support medications. The doctor made the decision to stop resuscitation efforts. The patient expired in the procedural area.